Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 468mg/dl. The customer states they treated with manual injection. Troubleshoot was conducted. The customer states the cannula was bent. The customer was advised the set would be replaced. The customer was advised to monitor the device and call back if issues persist.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.